Event description:
It was reported that towards the end of an ankle scope procedure, the head of a shaver blade fell off into the joint space. The surgeon made an additional incision to retrieve the tip. There was a three hour delay in completing the case. The tip was retrieved. The case was complete with a back-up device. Follow-up with the hospital facility provided info that the pt has a total of six incisions; two planned and four additional ones. Follow-up with the surgeon's office provided info that the pt has been seen for post-op follow-up and is doing fine. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation; the complaint was confirmed. Device evaluation revealed that the inner shaver tube collided with the outer cutting window and sheared the inner window of the device. Device history record review revealed nothing relevant to this event. Based on the info provided and device evaluation, the most likely cause of this type of event is excessive bending force applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is received, a follow up report will be submitted.